Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with an rc battery was experiencing a shocking sensation. The location of the sensation was not yet known, but impedances were measured and were in range. The sensation was only present when the stimulation was on and may be provoked by palpating the system. They also received an oor message.